Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2010, the patient underwent the tha for left hip with the stem, sleeve, liner and head in question. A cup and 4 screws were used but they were manufactured by other company. On (B)(6) 2021, the revision surgery will be performed because the stem was varus and loosened obviously and the sleeve was loosened, too. In the revision, the ibg (impaction bone grafting) will be performed, and the stem will be replaced. The surgeon wants the cup to be left. The presence or absence of pain in the patient and the mechanism of onset are unknown. The details are unknown. No further information is available. The stem might have been inserted slightly varus, and the alignment of the cup would not be such a problem. Since there was no loosening in the cup, it was left as it was, and the liner was changed from 28 mm to 32 mm in consideration of wear and dislocation resistance.